Event description:
A customer reported experiencing a power source alert 07 while using a tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to begin charging; which was successful.